Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their serter. The customer states the infusion set is getting stuck in the serter. The customer's blood glucose level at the time of incident was unknown. The customer was advised the serter would be replaced. The customer mentioned issues with their reservoir. The customer states they tried to fill the reservoir, but they were having issues with air. The customer's blood glucose level at the time of incident was 510mg/dl. The customer treated with manual injections. The customer mentions blood at the end of their tubing cannula. Troubleshoot was conducted. The customer was advised they may have inserted in subcutaneous tissue. The customer was advised that replacements would be sent out. The customer was advised to monitor the device and call back if issues persist.